Manufacturer narrative:
(B)(4). Unit alarmed insulin pump error alarm during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, and occlusion tests due to insulin pump error alarm. Unit had cracked battery tube threads, cracked case corner of belt clip rails. Unit p-cap, test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.